Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav and the deflection was not returning to the straight position after deflecting. They pulled the catheter out to verify. The catheter was replaced, and the problem was resolved. The case continued. No adverse patient consequence was reported. Additional information was received, and it was indicated that the curve of the catheter was stuck in partial deflection. The knob/piston was unable to be turned. The failure was found during use. There was no physical damage observed at the distal end of the catheter. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflection within specifications. No deflection issues were observed. No stuck was identified during the analysis. A manufacturing record evaluation was performed for the finished device number lot 31349480m and no internal action related to the complaint were found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The stuck issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following warning and precaution: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav and the deflection was not returning to the straight position after deflecting. They pulled the catheter out to verify. The catheter was replaced, and the problem was resolved. The case continued. No adverse patient consequence was reported. Additional information was received, and it was indicated that the curve of the catheter was stuck in partial deflection. The knob/piston was unable to be turned. The failure was found during use. There was no physical damage observed at the distal end of the catheter.